Event description:
It was reported that during a tonsillectomy, the wand was opened and inserted inside the patient mouth, doctor realized that product was not working and on closer inspection saw wand had no triple wire electrode. The procedure was completed with a backup device, no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on damaged electrodes. A review of risk management files found that the reported failure was documented appropriately. A review of the manufacturing process found that the integrity of the electrodes are verified during assembly. Inspection of the customer provided image revealed that the device's electrodes were detached; however, it could not be deduced if it was worn or missing completely. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. 3) fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.